Manufacturer narrative:
(B)(4)

Event description:
The pt had a small, fluid-filled pocket directly overlying the pump. The hcp aspirated 12 ml of cloudy, pink/red fluid. The fluid was sent for culture and sensitivities. The gram stain revealed 4+ polymorphonuclear leukocytes, 2+ red blood cells and no organisms were seen. Blood cultures were obtained. The pump was not accessed due to concern for infection at the pump site. The pt was asymptomatic. Add'l info has been requested from the hcp, but was not available as of the date of this report.